Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the cutting wire from the nose of the distal end of this device got detached inside the patient and was successfully retrieved. There is no information as to what method was used to retrieve the detached cutting wire. Reportedly, there was no other visible damage noted on the device. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
Visual evaluation of the returned device found without the exposed cutting wire portion. In addition, the distal pierce hole and the peek tube are blackened. The distal end was cut and the cutting wire was found blackened and bent at the broken section. Moreover, the working length is twisted at approximately 60cm from the proximal end. The cutting wire was found blackened and bent at the broken section, also, the distal pierce hole and the peek tube were blackened, so it is most likely that an excess of voltage applied during the procedure could cause the failures noted. Based on the device condition, the most probable root cause of this complaint is operational context since due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and there is no evidence that the device was not used in accordance with the labeling.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the sphincter of oddi during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the cutting wire from the nose of the distal end of this device got detached inside the patient and was successfully retrieved. There is no information as to what method was used to retrieve the detached cutting wire. Reportedly, there was no other visible damage noted on the device. The procedure was completed with a second ultratome xl. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".